Event description:
Reporter states she received a letter stating her true metrix device has defects. Reporter states she has not experienced any adverse effects and when she receives an error with her device she uses a new test strip.